Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a gastric sleeve procedure, the stapler jaws locked shut on the back table when the scrub tech went to reload after one successful fire and would not reopen. Opened a second stapler and it worked perfect for all remaining fires. Buttressing material is always used with this surgeon. Another like device was used to complete the procedure. There were no adverse consequences for the patient.